Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to low blood glucose. The customer mentioned just having knee surgery, had a therapy session, and ended in the hospital. The insulin pump was checked and found that the insulin pump was in suspend mode. Assisted the customer in setting up a temp basal rate. No further information was provided.